Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image was projected which led to the 40 minute day occurred due to the radio device was installed in a position that made it difficult to transmit and receive image signals. However, the root cause could not be determined. The event can be prevented by following the instructions for use which state: [3.1 precautions for installation and connection] "review this chapter thoroughly, and prepare the equipment properly before use. If the equipment is not properly prepared before each use, improper performance, equipment damage, an electric shock, patient, and operator injury and/or a fire can occur." Olympus will continue to monitor field performance for this device.

Event description:
No extension of the procedure which the user considers to be a serious deterioration in the state of health of any person to which this medical device could have been a contributory cause. No issue to the patient outcome (injury or any other harm). No medical intervention required. Unknown if the procedure therapeutic or diagnostic.

Manufacturer narrative:
The issue was solved over the phone with technical assistance center. The issue was caused by the positioning of the zerowires as they lost reception. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during colonoscopy procedure using video system center, the screen had gone blank. They had to reset the stack. The procedure was delayed for forty minutes and completed with the same device once image was restored. There were no reports of further patient or user harm associated with this event.